Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. Off-label use: the pipeline flex was used to treat a small aneurysm. Based on the reported information, there did not appear to have been any device issue during use. The event occurred in the patient post-procedure and its cause was unknown. Stroke is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received report that a patient experienced a stroke two hours post-procedure. The patient underwent pipeline flex implantation to treat an unruptured, saccular aneurysm in the left supraclinoid internal carotid artery (ica). The aneurysm had a max diameter of 8mm and neck diameter of 3mm. Landing zone artery size was 3.21mm distal and 4.2mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. There was no report of any device issue during the procedure. The pipeline flex was deployed without difficulty from the carotid terminus to the cavernous segment of the ica. The device was reportedly well apposed. Post-procedure angiography showed slow flow in the ophthalmic artery; the physician did not believe the slow flow was a cause for concern. Two hours post-procedure, the patient exhibited symptoms of an ischemic stroke, which progressed to hemiparesis on the left side. The patient was brought to the angio suite and a thrombus was discovered in the left proximal ica to the carotid terminus. An attempt was made to remove the clot via suction. The clot could not be evacuated and the patient appeared to have a middle cerebral artery (mca) stroke. The patient underwent a decompressive hemicraniectomy due to infarction. It was reported that the patient was on taken off life support due to acute respiratory distress syndrome (ards) and passed away approximately one week post-procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.